Manufacturer narrative:
This investigation is complete. Upon additional information this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and a change in sensing. The ra lead will not be returned.